Event description:
It was reported that during initial training, the ilet¿s touchscreen did not register presses on the ¿yes¿ option during the fill tubing process, while the ¿no¿ option remained responsive, preventing completion of tubing fill. Symptoms included no adverse clinical effects and no alarms. Outcomes included no impact on the user¿s health and no medical intervention or hospitalization. Investigation included a review of the reported user interface responsiveness and device operation during the fill sequence. Investigation of this case revealed an unresponsive touch input limited to a specific on-screen control, consistent with a touchscreen or user interface malfunction localized to the display/input component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.